Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer's daughter reported customer's freestyle lite blood glucose meter would turn on when the button was pressed, but not with test strip insertion. She further reported customer subsequently experienced tremulousness and fatigue. Customer self-presented to her healthcare provider, was diagnosed with hyperglycemia and was given metformin to be taken twice/day, which was a change to her normal medication regimen. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter powered on with button depression and insertion of strips. A power issue with the strip port was not observed. The complaint was not confirmed and no new issues were observed.

Manufacturer narrative:
Follow-up report #1 incorrectly read (B)(6) 2011, as the returned to manufacturer date. Correct date is (B)(6) 2011.